Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a low transseptal (ts) puncture. A mitraclip ntw was prepared for use and inserted. However, due a low ts puncture height, the entire a knob was applied, and at the same time, half of a turn of the plus knob was applied due to aorta hugger trajectory. The clip was ultimately advanced to the left atrium and grasping was performed. However, after a good grasp of the leaflets, it was observed that one of the grippers was not lowering. Therefore, the clip retracted to the atrium. Troubleshooting was performed, but the gripper was still unable to lower. Therefore, the clip was removed from the patient. While outside the patient, the grippers were tested, and the gripper was released. Therefore, a decision was made to use the same clip. The clip was reinserted and advanced to the left atrium. However, while testing the grippers, one of the grippers was not lowering. Therefore, the clip was removed and replaced. One clip was then inserted and successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.